Event description:
It was reported that the patient was deceased. Reason for death is unknown at this time. Good faith attempts for additional information have been unsuccessful to date. No device failure is suspected.